Manufacturer narrative:
\(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.